Manufacturer narrative:
(B)(4). Internal file number -(B)(4) : during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was attempted with four proglide devices using the pre-close technique, via a 6f sheath, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a suture break occurred with all four proglide devices. The sutures of two new proglide devices were successfully placed using the pre-close technique. The sheath was upsized to 8f and the evar procedure was completed. Hemostasis was achieved in the lcfa with the sutures of the pre-placed proglide devices. Two proglide devices were also successfully pre-placed and used to achieve hemostasis in the right common femoral artery (rcfa). There was no reported adverse patient sequela. There was a reported clinically significant delay in the closing procedure due to device batch exchange and restart of closing procedure resulting in bleeding during the multiple device exchanges. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported suture detachment was not confirmed as the device was returned with the suture was returned with no separation observed. The reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.